Event description:
The customer reported : "loss of communication". Oticon medical representative reported that the patient suddenly stop hearing. Various accessory changes did not permit to solve the problem. Due to the lack of communication with the implant, impedance measurement and electrode integrity tests could not be performed.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was not explanted. At this stage, the event is not a serious incident. Follow-up report will be submitted once the implant has been explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #211014).